Event description:
Device was being set up to assist in the resuscitation of a patient in cardiac arrest . It was found that compression depth could not be adjusted. Therefore, the device was not used and manual CPR was performed on the patient.